Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe unit package was discolored. The following information was provided by the initial reporter: it was found that the single unit package turned into yellow.

Manufacturer narrative:
H.6. Investigation summary: bd was not provided with photos or samples to investigate for this record. A review of the device history record could not be performed as a catalog number was not provided for this incident. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd believes that the burnt film could be produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system, could produce an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the film of the blister gets burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film does not affect the sealing properties of the primary packaging of the product. Considering our in-coming and in-process inspection, no corrective actions are required at this time. Not possible to establish an accurate root cause. Possible burnt film due to high temperatures, produced during the sealing process of the primary packaging.

Event description:
It was reported that unspecified bd¿ syringe unit package was discolored. The following information was provided by the initial reporter: it was found that the single unit package turned into yellow.